Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro 60 sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the sterilizer was returned to service. The biological indicator subject of this event was discarded by the user facility prior to the steris technician's arrival. Based on the description of the event, peroxide could have only been retained if the biological indicator had been damaged in some way prior to the cycle. The technician was informed that the employee was not wearing proper ppe, specifically gloves, while operating the v-pro 60 sterilizer. The v-pro 60 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." In addition, the v-pro 60 operator manual states, "ansi/aami st58, 2013, recommends wearing chemical-resistant gloves when unloading the sterilizer." The technician counseled the user facility on the importance of inspecting the biological indicator prior to use and wearing proper ppe, specifically gloves, while operating their v-pro 60 sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling a biological indicator that was processed in a v-pro 60 sterilizer. Medical treatment was sought and administered. No report of procedure delay.